Event description:
A review of service data detected a reportable event. During servicing, electrode belt (B)(4) was found to have bent pins on the trunk cable connector. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The electrode belt was found to have bent pins in the trunk cable connector. The root cause of the bent pins cannot be positively identified. The trunk cable was replaced and the unit was then fully functional. The last patient to use this belt did not report any deficiencies. No adverse event resulted from the bent connector pins.